Event description:
It was reported that during a da vinci-assisted nephroureterectomy procedure, two endowrist instruments got stuck together. While attempting to get the instruments apart, the jaw of the tip-up fenestrated grasper instrument broke off. The fragment was retrieved during the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the tip-up fenestrated grasper instrument was inspected prior to use and no damage was noted. The instrument was in use for two hours before the event occurred. Also, at the time the event occurred, the surgeon was retracting tissue. Another endowrist instrument reportedly collided with the side of the tip-up fenestrated grasper instrument. The jaws of the instrument were not stuck on the tissue and there was no damage to the tissue. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. The instrument was removed during the procedure prior to the breakage and no resistance was noted. The instrument's wrist was not straightened at the time the surgical staff attempted to remove the instrument through the cannula and resistance was felt. The customer had to remove the entire 8mm cannula to get the instrument out. The fragment was retrieved laparoscopically, and it was visually confirmed that no fragments were left behind. No additional surgical procedure was required to remove the fragment. No post-operative tests like an x-ray or ultrasound were performed to check for remaining fragments. The procedure was completed with no injury to the patient. The patient did not return to the hospital due to experiencing any post-surgical complications. The instrument and the accessories are available for return; the fragment was not saved.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tip-up fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have a broken main tube approximately 3.0385" from the distal tip. A piece measuring approximately 5.97mm x 8.11mm in size was not returned with the instrument. Also, the instrument was also found to have a broken distal clevis at the base of the clevis. Furthermore, the instrument was found to have a fully broken grip cable and pitch cable at the distal clevis. Additionally, the instrument's housing was removed, and the flush tube guide was found to be dislodged.